Event description:
Boston scientific received information that this device was explanted. The patient's family reported that the physician stated the device was defective and replaced it with a non-boston scientific device. Billing and warranty questions were addressed.

Manufacturer narrative:
It was later clarification by the representative who followed up with the physician. It was reported to the patient that due to the boston scientific product recall at the time of the device change out due to the elective replacement indicator (eri) being reached. There was no discussion with the patient that their device was defective. This might have been confused by the patient. There were no allegations towards this device. The location of the device is unknown at this time and if retrieved will be returned.

Manufacturer narrative:
As of today, the device has not been returned. A return request was made for the device return. No further information has been provided from the field representative. Should additional information become available, this event will be updated.